Event description:
Headache leading to hospitalization. Investigator indicated mild severity; possibly related to micrus coils. Patient was enrolled on (B)(6)-2010. Pre-op modified rankin score was 0. The subject received coiling treatment for a large; incidental; unruptured basal artery aneurysm on (B)(6)-2010. The irregular 22 mm x 12 mm x 6 mm (neck) aneurysm was treated with 19 cerecyte coils. The post-op angiographic grading scale was 1; no filling of neck or dome. The patient was discharged on (B)(6)-2010 with an mrs score of 0. On (B)(6)-2010; the patient presented to ER complaining of a headache. A CT taken on same day showed cerebral edema in the area of the coiling and patient was admitted. The patient was given darvocet for the headache; no medical treatment for the cerebral edema was given. The patient was discharged on (B)(6)-2010. At one month follow-up on (B)(6)-2010; the mrs score was 1. No diagnostic exams were performed. The subject returned on (B)(6)-2011 for a 6 month follow up. The angiogram showed a recurrence with the angiographic grading score was 2; filling of aneurysm neck but not dome. No retreatment was performed. Cerecyte coils used: presidio 18; 18 x 20; presidio 18; 18 x 46; presidio 18; 16 x 47; presidio 18; 14 x 47; presidio 18; 10 x 34; presidio 18; 10 x 34; presidio 18; 8 x 30; presidio 18; 8 x 30; micrusphere 18; 7 x 14.3; cashmere 14; 6 x 15; cashmere 14; 6 x 15; cashmere 14; 5 x 12; cashmere 14; 5 x 12; cashmere 14; 4 x 8; cashmere 14; 4 x 8; deltaplush 10; 4 x 8; deltaplush 10; 3 x 6; cashmere 14; 2 x 2.5; cashmere 14; 2 x 2.5.

Manufacturer narrative:
Concomitant medical products and therapy dates: presidio 18; 18 x 20; presidio 18; 18 x 46; presidio 18; 16 x 47; presidio 18; 14 x 47; presidio 18; 10 x 34; presidio 18; 10 x 34; presidio 18; 8 x 30; presidio 18; 8 x 30; micrusphere 18; 7 x 14.3; cashmere 14; 6 x 15; cashmere 14; 6 x 15; cashmere 14; 5 x 12; cashmere 14; 5 x 12; cashmere 14; 4 x 8; cashmere 14; 4 x 8; deltaplush 10; 4 x 8; deltaplush 10; 3 x 6; cashmere 14; 2 x 2.5; cashmere 14; 2 x 2.5 - details all unknown conclusion: headache leading to hospitalization. Investigator indicated mild severity; possibly related to micrus coils. Patient was enrolled on (B)(6)-2010. Pre-op modified rankin score was 0. The subject received coiling treatment for a large; incidental; unruptured basal artery aneurysm on (B)(6)-2010. The irregular 22 mm x 12 mm x 6 mm (neck) aneurysm was treated with 19 cerecyte coils. The post-op angiographic grading scale was 1; no filling of neck or dome. The patient was discharged on (B)(6)-2010 with an mrs score of 0. On (B)(6)-2010; the patient presented to ER complaining of a headache. A CT taken on same day showed cerebral edema in the area of the coiling and patient was admitted. The patient was given darvocet for the headache; no medical treatment for the cerebral edema was given. The patient was discharged on (B)(6)-2010. At one month follow-up on (B)(6)-2010; the mrs score was 1. No diagnostic exams were performed. The subject returned on (B)(6)-2011 for a 6 month follow up. The angiogram showed a recurrence with the angiographic grading score was 2; filling of aneurysm neck but not dome. No retreatment was performed. Cerecyte coils used: presidio 18; 18 x 20; presidio 18; 18 x 46; presidio 18; 16 x 47; presidio 18; 14 x 47; presidio 18; 10 x 34; presidio 18; 10 x 34; presidio 18; 8 x 30; presidio 18; 8 x 30; micrusphere 18; 7 x 14.3; cashmere 14; 6 x 15; cashmere 14; 6 x 15; cashmere 14; 5 x 12; cashmere 14; 5 x 12; cashmere 14; 4 x 8; cashmere 14; 4 x 8; deltaplush 10; 4 x 8; deltaplush 10; 3 x 6; cashmere 14; 2 x 2.5; cashmere 14; 2 x 2.5. The products remain implanted and were not returned for evaluation. No corrective actions will be taken at this time.